Event description:
Reporter had the medtronics nerve stimulator implanted in their right hip/buttocks in 2000 for treatment of "ic". Instead of decreasing urinating frequency, the device actually increased voiding problems. However, in 08/2000, reporter was rear-ended in an auto accident and the leads to the interstim device were broken. The device was removed from right hip and re-implanted in left hip in 2001. It seemed to work fine initially, but in 2002, the device suddenly malfunctioned and began severely shocking them. Testing revealed some of the leads had become water-logged and the others had become disconnected from the ipg. Even turned off, the unit continues to shock them. Reporter was led to believe this unit was approved for ic patients, but research on their part has found this to be false. Reporter is scheduled for their 3rd implant, but has decided to have the unit completely removed in 2003. There are too many unknowns and risks associated with the ipg. Reporter can't afford, health wise, to have surgery every year.